Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, serial# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient didn't get up much during the night but this morning, they were going every hour and they did not feel the stim. Patient did not remember the instructions because they had just came out of anesthesia. Patient had an error of settings not available (screen 59). Patient can't got past 4.5 volts. When they gets to 4.6, they got the message. Patient could barely feel the stim at 4.5 volts. Patient asked about what people use the device for bowel for. Patient had no bowel movement since the device and they mentioned that they hope, it was not working for the other instead. Patient was advised to consult with doctor for more information. Additional information was received. It was reported that during the trial the patient's wires fell out. The patient stated that it didn't work and didn't do anything for her symptoms. It was also reported that the wired did fall out during the trial and the patient didn't know why. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.